Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that before the procedure, the valve (beforehand adjusted at level 4) was taken out of the package and rinsed with saltwater. Nothing unusual noticed, however the operational nurse confirms that she did not check if the system functioned as is should. After awhile, it was discovered that there was a pump dysfunction. The shunt system was taken out and another system was used. As the codman certas system did not function as it should have, the operation took longer (increasing the risk of infection).